Event description:
Reporter indicated that patient developed an infection post-implant. It was reported that the infection was present at the pulse generator/pocket area. The infection was treated with antibiotics and explant of the pulse generator. The infection has resolved and there are plans to reimplant.